Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No rewind anomaly noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had rewind anomaly on the insulin pump. The customer¿s blood glucose level was unknown. Customer stated that the rewind, but didn't reacted on commands, this happened twice. The insulin pump will be returned for analysis.